Event description:
It was reported that during interrogation the pulse generator exhibited a diagnostics anomaly. After the device diagnostics were cleared, normal device function resumed. The patient would be monitored

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.